Event description:
It was reported that this newly implanted pacemaker system exhibited farfield oversensing of ventricular signals on the right atrial (ra) lead channel. During a post-operative device check, the threshold test performed in aai mode showed capture at 1.1v when the test was stopped. The farfield signal from the intrinsic ventricular signals was observed, but atrial capture was present. The atrial threshold test showed good capture down to 0.4v. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.